Event description:
It was reported that the laser would not power on for about an hour. The physician was able to power the laser on and continue with the case. The laser wouldn't power on again and was believed to be the cause of a power surge in the room. Due to the laser taking too long to power on, the case was completed using an alternate procedure (turp). Pt outcome: "no injury to the pt".